Event description:
Reporter indicated handheld computer screen was freezing after interrogation. Troubleshooting resolved the issue. The site has elected not to return the handheld computer; therefore, product analysis will not be completed.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.